Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, white particles inside the device, and a delamination in the diaphragm valve. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified. The other technical is for particles in the valve but not observed during analysis. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure. Additional/changed and/or corrected data : a.4; h.3; h.4.

Event description:
Healthcare professional reported right side "deflation". Healthcare professional additionally reported "particles in valve." Device has been explanted.

Event description:
Healthcare professional additionally reported "particles in valve." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.